Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed and the tip seal on the distal electrode of the lead showed evidence of blood ingression. The analyst commented that electrical resistance and cross continuity test results were within specifications and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the left ventricular (lv) lead had a high threshold of 10 volts and several positions were tried but none worked. The lead was removed and replaced with a different model lv lead in another vein. No patient complications have been reported as a result of this event.